Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. An abscess had formed at the cannula insertion site and the patient visited the hospital where the abscess was lanced and treated.

Manufacturer narrative:
Additional information provided during a follow up on (B)(6) 2023. B5 - describe event or problem was updated to include additional information.

Event description:
It was reported the patient felt pain at the insertion site while wearing the pod on the leg for between 25 and 36 hours. The patient removed the pod on (B)(6) 2023 and noticed significant inflammation at the puncture site and a 10 cm diameter reddening around it. On (B)(6) 2023, the patient was advised by a pharmacist to monitor the site. On (B)(6) 2023, the patient visited the doctor and was prescribed antibiotics and a local cream. An abscess had formed on the leg and on (B)(6) 2023, the patient visited the hospital where the abscess was lanced and treated. The patient received a prescription of dressing with daily cleansing.